Event description:
As reported by our edwards lifesciences affiliate in germany, the patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure using a 26 mm sapien 3 ultra valve. During the procedure, after the patient's vessels were prepared in the context of heavy vessel conditions, the 14fr esheath+ was inserted into the patient. The commander delivery system with valve was then advanced through the esheath+, but it became stuck. The esheath+ was noted to have been punctured, and the valve was exposed with bent struts. As a result, the entire system was removed from the patient, and a new system was prepared. The procedure was subsequently completed successfully without any complications. Imagery was received for evaluation. Per imaging evaluation, the valve was noted to be stuck at the strain relief, and the sheath shaft was punctured. Two bent struts were observed protruding through the puncture at the strain relief.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.